Event description:
The implantable neurostimulator battery was completely depleted one year after implant. The previous device lasted 5 years at the same settings. The hcp requested device analysis after explant (device not yet received). The pt outcome was reported as 'no injury'. No other clinical data was provided. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.